Manufacturer narrative:
(B)(4): batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided therefore a device history could not be done. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what is the product code? Was there difficulty with the device intraoperatively? Was there staple formation issues identified throughout the care of patient? Does the operating surgeon believe the leak was associated to stapling deficiency of the device or were there other contributing patient factors? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
(B)(4).